Event description:
It was reported that some of the buttons on the customer's insulin pump were not responding. The customer had discontinued use of the insulin pump and was following a prescription for insulin shots. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.